Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced non patient needle separation from the holder hub during use. The following information was provided by the initial reporter: rubber sleeve was detached when using with terumo tube.